Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) does not detect the pressure and the diet. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. Troubleshooting carried out and motor control board found to be faulty. Replaced pcb, motor controller. Operational tests carried out with positive results.

Event description:
N/a.